Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the catheter shaft broke inside the guide catheter. The device was safely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).